Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer on call with the customer stated that the firewall was in critical condition and the hard drives were also full, and redirected the issue to the technical support specialist. The technical support specialist stated that the customer had resolved the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer reported that all the drawers were not opening, causing a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.